Event description:
Information received from the field does not address the patient's clinical status but notes that while the patient was in for a post implant check, a custom report noted that the pulse amplitude for the atrial channel was changed from 5v to 7.5v. No attempts were made to reprogram the atrial channel or to reproduce the problem.